Event description:
The pt was receiving treatment with insulin glargine (lantus) in addition to novorapid. He was using his ibgstar meter to monitor blood glucose levels, and found that the ibgstar was giving him higher readings than his older (unspecified meter). He experienced two episodes of hypoglycaemia as his health care professional adjusted the dose of insulin based upon the reading he normally gets with his other device which is usually around 5 as opposed to the 6.6mmol that he got with ibgstar.

Manufacturer narrative:
Meter was not returned for eval.